Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 597 mg/dl with high ketones. The customer attempted to self-treat with a manual dose injection. However, the customer was treated intravenously with fluids of saline and insulin in the ICU. The customer was released from the hospital on (B)(6) 23 with issue resolved. The customer reverted to manual dose injection and a replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.